Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported product ¿x25 final tightener (279712600)¿ was used in surgery for lumbar spinal canal stenosis, stabilizing l1-sai, on (B)(6) 2017. While the surgeon was fixing a sai screw (part number unknown), the reported tightener did not completely engage with the screw. So, he carefully tightened the screw again and completed the surgery with a 5-minute delay. There was no adverse consequence to the patient. The next day the surgeon found that the tip of the tightener had been stripped.

Manufacturer narrative:
Visual examination of the returned device revealed the hexlobes on the x-25 driver distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of tightening. A supplemental hardness test was performed. Device was within specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the x25 final tightener¿s distal tip becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tip of the tightener drive feature suggesting that this driver was subjected to unanticipated torsional forces during the tightening process. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.